Manufacturer narrative:
PMA/510(k) # - exempt. Device code: detachment of device or device component is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ncircle tipless stone extractor was used during a ureteroscopy with stone extraction procedure. The ncircle tipless stone extractor opened properly when it was removed from the packaging. When removing the scope from the patient through the access sheath repeatedly on large stone fragments the baskets loops separated from the sheath. Therefore, a new basket was used. The kidney stones were removed and the procedure was completed successfully using the new basket. There were no adverse effects to the patient due to this reported occurrence.

Manufacturer narrative:
Investigation - evaluation: visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, instructions for use, manufacturing instructions, and specifications was also performed. One device was returned for investigation. The device was returned with 60 cm of the basket sheath wrapped around the handle. The handle is in the open position. The basket formation is in the open position with approximately 6 mm protruding the sheath. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The support sheath is bent at the mlla. A visual examination noted that approximately 5 mm of the support sheath is split. Due to the device being returned with the basket sheath being wrapped around the handle, there were too many kinks to count. A functional test noted the handle does not actuate the basket formation. The handle was disassembled. The basket formation would not manually actuate. The coil assembly was removed, the basket formation has collapsed and is asymmetrical. The device history records were reviewed and found no non-conformances associated with the complaint device lot number. A review of complaint history revealed a second complaint associated with lot number 8681355. The second complaint is for a different issue and from the same customer. The instructions for use (IFU) provides the following precautions: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The returned device was found to have two issues: the basket wires had collapsed and were no longer symmetrical. The sheath was severely damaged from being tightly wrapped around the handle. The severely damaged sheath is assumed to be due to the sheath being intentionally wrapped around the handle by the user after it was decided not to continue use of this device. The reported issue of basket loops separated from the sheath is assumed to reference the misshapen basket. The event information states the issue occurred when removing the scope from the patient through the access sheath repeatedly on large stone fragments. The likely cause for the issue is that the repeated cycle of removing large stones through the access sheath placing enough force on the basket wires to cause the basket to become collapsed. The size of the large stones was not given, but may also have contributed to the issue. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported the ncircle tipless stone extractor was used during a ureteroscopy with stone extraction procedure. The ncircle tipless stone extractor opened properly when it was removed from the packaging. When removing the scope from the patient through the access sheath repeatedly on large stone fragments the baskets loops separated from the sheath. Therefore, a new basket was used. The kidney stones were removed and the procedure was completed successfully using a new basket. There were no adverse effects to the patient due to this reported occurrence.